Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The patient contacted animas alleging the pump dispensed insulin from the cartridge during the load step with two different cartridges. There was no patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. There was evidence of contamination found on the force sensor plate.